Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 18:58:39. During night drain cycle one, the patient's ultrafiltration reading was 1573ml, indicating the home patient (hp) drained 1573ml than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause for the reported condition was determined to be false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a follow-up report will be submitted.